Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous nephrostomy procedure the drainage catheter wire was damaged. A flexima apdl drainage catheter was advanced to the target vessel and it was noted that the "wire" of the drainage catheter was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the suture had broken. Additional information indicated that the suture had been cut while inside of the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection was performed and found that the suture was cut. The suture appears to have been in contact with a sharp object. No other anomaly was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).